Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
Following a glaucoma filtration device implant surgery a surgeon reported the device to be touching the iris. Two sutures were lysed. Hypotony was then observed which caused the patient to have blurred vision and was successfully treated with another procedure. The device remains implanted. Additional information has been requested.